Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked. The customer did not know how the screen had become cracked. There was no reported impact to customer's blood glucose level. Reportedly, the customer would continue to use the pump for insulin therapy.